Event description:
During a procedure, the light fell. The extension arm assembly sheared by the pivot shaft that goes into the drop tube. The unit hit the table and broke the light head. There were no injuries.